Event description:
It was reported that the colonovideoscope had scopes screen turns off during colonoscopy procedure. The event was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the j tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the screen turns off cause could not be established. Additionally, j-tube has foreign objects cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.